Manufacturer narrative:
As per additional information received on 04/19/2024: the device "remstar auto a-flex" was returned to the third party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were observed inside the assembly. In addition, damaged foam, could not be disassembled from the chassis . Additionally, dust/dirt was found inside the device. The customer complaint was confirmed and the device was scrapped due to customer request. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, h has been updated/ corrected.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information allegation of damage to the lungs. In addition, the customer reported ¿fear of secondary diseases are made¿. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.